Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The 95% stenosed lesion was located in the moderately calcified, tortuous right coronary artery (rca) . The physician attemtped to place a taxus express2 3.0x24mm drug eluting stent, but was unable to cross the lesion. The lesion was pre-dilated multiple times with a 3.0mm and 3.5mm ballons, unk type. Upon withdrawal, the stent dislodged and was lost in the pt's leg. The procedure was completed by placing four more taxus stents in the rca, sizes unk. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available =, and we are not able to determine the root cause of this event. Should further relevant information becmoe available; a supplemental medwatch report will be filed.